Manufacturer narrative:
Reporter information: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the touchscreen was faulty. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was performing a pre-use checking and stated that the touchscreen was not responding. The customer then performed calibration and succeeded in checking a button but the final screen-top touch did not respond and failed to power off the device. The rse confirmed that the touchscreen was misaligned and required a replacement. The customer and field service engineer (fse) replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The touchscreen was tested, and the failure was confirmed. Pil found that this touch screen fails all diagnostics testing and resistance measurements which are out of spec. The touch screen was also confirmed to be faulty with the misaligned touch points due to out of spec resistance measurements. The touch screen also could not be recalibrated with the touch screen calibration tool.